Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095490.

Event description:
It was reported that a skin reaction occurred. The patient had a severe skin rash with oozing blisters that left scars. This is being report due to the documentation of scarring. No additional patient or event information is available.